Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no fluid flow through the distal end of the device. It was observed that there was no flow at the distal end and there were no visible droplets over several hours. This was observed when the nurse was checking the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was further informed that the expected infusion time was 46hours. The fill volume was 93ml. H4: the lot was manufactured between october 2, 2023 - october 4, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it showed fluid inside the device bladder which suggests possible no flow issue. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.